Manufacturer narrative:
The system was serviced in the field and the system would not take 2d images and sometimes did not fully boot up. The contacts on the power supply (ps1) and the voltage was adjusted to manufacturer specifications. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. The system was unable to take 2d images. The stack light was not green and a message in the system logs indicated "component hg did not receive the push state or mode for fluoro." Troubleshooting was attempted with the mobile viewing stations (mvs) and image acquisition system (ias) disconnected. However, the system never completed initialization. There was no patient involvement.